Event description:
It was reported that the patient underwent a prophylactic generator change. The generator was received by the manufacturer and product analysis was completed. A delay of greater than five seconds was observed during the r-wave verification test, indicating a leakage path to the input of the generator. However, a comprehensive electrical evaluation showed that the device performed according to functional specifications. The printed circuit board assembly, or pcba, was submitted to an electrical test with the battery still attached. The results showed that the pcba failed several electrical tests. Contaminates were observed on the trimmed edge of the pcba. Residual material on the pcba edge after the "test tab" removal manufacturing process resulted in increased current consumption. The internal generator data was reviewed and showed that the percent battery capacity remaining, or pbcr, calculated using device history vastly differed from the pbcr calculated using the battery voltage, indicating that the battery had depleted faster than expected. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was found to have been manufactured using the laser routing process. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected.